Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm power error detected (pump error 25). Customer's blood glucose at time of incident was 5.6mmol/l. The customer stated the alarm appear 3 times power error alarm in less than 4 hours. The customer was advised that the device would be replaced and to revert to a backup plan.

Manufacturer narrative:
The insulin pump was returned for pump error 25, detailed trace analysis confirmed low battery alarms and power error 25 was triggered when back up battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Detailed traces confirms that the root cause is the non-sleep anomaly software error. No unexpected power loss alarms were noted. The device was received with cracked keypad overlay at select button. It also had minor scratched lcd window, scratched case and scratched keypad overlay.